Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/03/2025, the patient reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels of 300 mg/dl while using backup therapy after repeated device alerts. The user was able to bring down bg following supply change and reconnection to the ilet. No hospitalization or medical intervention was required, and no long-term health effects were reported.